Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction, pain, swelling, inflammation, metallosis, drop foot, dysfunction, loss of range of motion, stiffness, altered gait, clicking, catching, and tenderness. Subsequently, legal counsel for the patient reports patient allegations of a revision on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient reported that they underwent total hip arthroplasty (B)(6), 2005. Subsequently, patient is now experiencing pain and high levels of chrome in his system. Surgeon has recommended that the devices be removed. To date, no revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #1) material sensitivity reactions & #14) postoperative bone fracture and pain.

Manufacturer narrative:
Dimensional evaluation found head component to be within appropriate design specification. Evaluation of device found evidence of wear inside the female taper.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date and reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00166-1 / 2013-00413).